Event description:
While opening skin to peritoneium after vitla-vue setup, the handle assembly was lying over the pts drape and overheated. Reportedly, the device melted the drape and burnt the pt. The skin incision had been made and the surgeon was getting ready to enter the peritoneum when the event occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred. The pt was treated with silvadene.